Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's neurostimulator (ins) was originally implanted in the left flank and had been causing discomfort when the patient would lean back on it, since it was implanted. The ins was implanted high up in her flank, near her ribs. The ins was moved lower down in the left flank on the day of the report. The issue was resolved.